Event description:
It was reported that two days following a laparoscopic appendectomy procedure, the patient came back with abdominal pain. Upon examination, it was found that the staple line had come apart. The patient was taken back into surgery so that the opening could be hand-sutured closed. The patient was hospitalized for a few days and since has been discharged and is stable. There were no problems with the device during the initial case.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.